Event description:
It was reported that during a gastric bypass roux-en-y procedure, the staples looked slightly malformed and only cut part of the way. They re-fired a new device and over sewed using suture on the area. No patient impact was reported. (B)(4).

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that a second surgery was performed to remove the pin from the patient's toe approximately a year and a half after it was implanted. The original surgery included a bunionectomy, neuroma excision and hammertoe procedure. The neuroma was described pre-operatively as very large and irritated. The patient presented approximately seven months post-op with complaint of continued pain and swelling in the toe. The patient reported the pin was not dissolved yet but there was no infection, reaction, or signs of the pin protruding from the tip of the toe. The surgeon reported there was swelling, reaction, pain, and protrusion; the patient was assessed to have a post-op contracted toe, lateral deviation of the proximal phalanx with decreased joint space, soft tissue increase, and rectus alignment of the joints. Over the next several months, the surgeon followed the patient, administered cortisone injections, prescribed anti-inflammatories, and monitored the toe with x-rays. The surgeon also recommended removal of the pin, release of the scar tissue, revision of the hammertoe, straightening of the joint with an external pin, and a weil osteotomy. The patient repeatedly declined to have a second surgery. At the time of this report, the surgeon reported the patient recently had the pin removed by a different surgeon. No further patient or event information was provided at the time this event was reported.